Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error that was unable to be cleared. The customer's blood glucose was 120 mg/dl. The customer stated that before the incident they were outside playing golf and sweating. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.